Event description:
A consumer reported that, following intraocular lens (iol) implant procedure, she had sever light sensitivity and was unable to drive. Additional information could not be obtained as there is no contact information of the reporter.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).